Event description:
Additional information received reported that there was a charging issue and the device "would not charge" because the battery was "too deep" in the abdomen. It was noted that the patient did not require hospitalization for the surgical intervention on (B)(6)-2012. No patient outcome was reported.

Event description:
It was reported that a revision surgery was scheduled for (B)(6) due to weight gain causing decreased coupling while recharging, in addition to the implantable neuro stimulator (ins) being 'angled'. It was reported that the patient was 'not getting the same stim coverage as before (was stomach to ankle, now stomach to mid-leg)'. Reporter also stated that the patient was not able to adjust stimulation with the patient programmer, and the display showed a 'call your doctor' icon. An out of range (oor) condition also occurred twice in the last week. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-45, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead, product ID 3777-45, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 3550-39, lot# n236299, serial#, implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).